Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that 1 day after implantation of a zcb00 intraocular lens (iol), patient experienced symptoms of endophthalmitis (red eye, blur vision, mucus) in eyes. No further information was provided.

Manufacturer narrative:
Device evaluation: complaint device was not returned for evaluation.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no non-conformity report for this po. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective devices are rejected. Complaint history review revealed no other complaints for this production order have been received.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the investigation results, there is no indication of a product malfunction or product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.